Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure -1001" error message and was unable to switch modes/menus.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updates, d1 updated, d4 catalog # removed, d4 primary UDI # updated, h6 (medical device problem code) updated. Evaluation: the device was returned to zoll medical canada for evaluation. The customer's report of a "compressor failure -1001" error message was observed in the provided picture. The device logs were not available for evaluation. The device was put through extensive testing including stess testing without duplicating the report. The patient output was inspected and passed. The customer's report of "unable to switch modes/menus" was observed and verified to the test load configuration being installed. The annual pm was performed as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure -1001" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.